Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "mode" button on the touchscreen was not working. There was no patient involvement.

Manufacturer narrative:
B3: (B)(6) 2018. B4: (B)(6) 2018. G4: (B)(6) 2018. Follow up 1 failed ack 3, resubmitting as follow up 2. Customer tried touchscreen calibration and found it did not help. Touchscreen diagnostics confirmed that that part of the screen is not working. Customer noted a small nick on the touchscreen in that location. Technical support provided parts ID for the touchscreen and discussed installation. The reported problem was confirmed. The unit was repaired. The ventilator was in working condition for patient use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. The customer tried touchscreen calibration and found it did not help. Touchscreen diagnostics confirmed that part of the screen is not working. Customer noted a small nick on the touchscreen in that location. Technical support provided the part number for the touchscreen and discussed installation. The unit was repaired. The ventilator was in working condition for patient use. E3 - occupation added. D4 - UDI number added. H11. G1 - manufacturer contact office updated.